Event description:
It was reported that the tip of the device fell of prior to a surgical procedure conducted at the user facility. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the tip of the device is broken off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device fell of prior to a surgical procedure conducted at the user facility. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that the tip of the device fell of prior to a surgical procedure conducted at the user facility. No patient involvement or procedural delays were reported with this event.